Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Initial reporter address 1:(B)(6).

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the distal portion of the catheter became stuck in the proximal left anterior descending (lad) artery at the stent strut during pullback. A manual pullback was performed and the catheter was successfully removed from the artery. Upon evaluation, a fracture approximately 30 mm long was found on the distal portion of the catheter. The fragment was retrieved using a balloon trapping technique and a guide extension catheter. The procedure was completed with another of same device. The patient was safe.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Initial reporter address 1: (B)(6). The media provided by the customer showed the fractured distal 30mm part of the catheter (the tip and part of the imaging window). The device was returned for analysis. Visual and microscopic inspection revealed that the tip was detached, stretched, and torn, and it was not returned for analysis.

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the distal portion of the catheter became stuck in the proximal left anterior descending (lad) artery at the stent strut during pullback. A manual pullback was performed, and the catheter was successfully removed from the artery. Upon evaluation, a fracture approximately 30 mm long was found on the distal portion of the catheter. The fragment was retrieved using a balloon trapping technique and a guide extension catheter. The procedure was completed with another of same device. The patient was safe.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Initial reporter address 1: (B)(6). The device was not returned for analysis. However, the media provided by the customer showed the fractured distal 30mm part of the catheter (the tip and part of the imaging window).

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the distal portion of the catheter became stuck in the proximal left anterior descending (lad) artery at the stent strut during pullback. A manual pullback was performed and the catheter was successfully removed from the artery. Upon evaluation, a fracture approximately 30 mm long was found on the distal portion of the catheter. The fragment was retrieved using a balloon trapping technique and a guide extension catheter. The procedure was completed with another of same device. The patient was safe.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Initial reporter address 1: jl. (B)(6). The media provided by the customer showed the fractured distal 30mm part of the catheter (the tip and part of the imaging window).

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the distal portion of the catheter became stuck in the proximal left anterior descending (lad) artery at the stent strut during pullback. A manual pullback was performed and the catheter was successfully removed from the artery. Upon evaluation, a fracture approximately 30 mm long was found on the distal portion of the catheter. The fragment was retrieved using a balloon trapping technique and a guide extension catheter. The procedure was completed with another of same device. The patient was safe.